Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two split were observed at the 2cm and 3cm mark. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "last friday ((B)(6)), we had to place a new PICC line in a patient because the old one was leaking. When injected initially the line did not seem to leak, patient went back to oncology, but nacl continued to leak from the insertion opening. Patient returned and again injected the PICC line, as the arm was now in a different position it did appear there was a leak (see pacs). Finally, we placed a new PICC on the left." No other information was provided. Additional information provided: it was reported the patient experienced pain from the extravasation under the skin, other than redness and pain, this subsided after the line was removed. (B)(6): chemo via PICC, removed a piece of plaster removed with acetone. At the top towards the armpit a small irritation point; left dry. Replaced statlock as well as chg. (B)(6): trying to inject PICC, well permeable but patient immediately indicated pain in upper arm. Even with quieter spraying, pain. PICC returned blood, doesn't seem to have withdrawn either. No resistance to injection or aspirating. Doctor has made an order to overhaul the PICC line on the right, no specifics (contrast and high pressure nacl). However, when connecting the IV here, again pain complaints, swelling of the upper arm and leakage along the insertion opening. Insertion opening was just taken care of by me, plaster and bandage completely saturated after 20ml nacl rinsing when checking the PICC line a second time from the right, contrast leakage is seen in a different position just distal to the insertion opening. Therefore, the PICC line is removed from the right. After this, new single lumen PICC line was placed via the vein cephalica on the left. No indications of leakage when checked. Furthermore, uncomplicated procedure.

Event description:
It was reported, "last friday (june 22nd), we had to place a new PICC line in a patient because the old one was leaking. When injected initially the line did not seem to leak, patient went back to oncology, but nacl continued to leak from the insertion opening. Patient returned and again injected the PICC line, as the arm was now in a different position it did appear there was a leak (see pacs). Finally we placed a new PICC on the left." No other information was provided. Additional information provided: it was reported the patient experienced pain from the extravasation under the skin, other than redness and pain, this subsided after the line was removed. June 7: chemo via PICC, removed a piece of plaster removed with acetone. At the top towards the armpit a small irritation point; left dry. Replaced statlock as well as chg. June 21: trying to inject PICC, well permeable but patient immediately indicated pain in upper arm. Even with quieter spraying; pain. PICC returned blood, doesn't seem to have withdrawn either. No resistance to injection or aspirating. Doctor has made an order to overhaul the PICC line on the right, no specifics (contrast and high pressure nacl). However, when connecting the IV here, again pain complaints, swelling of the upper arm and leakage along the insertion opening. Insertion opening was just taken care of by me, plaster and bandage completely saturated after 20ml nacl rinsing. When checking the PICC line a second time from the right, contrast leakage is seen in a different position just distal to the insertion opening. Therefore, the PICC line is removed from the right. After this, new single lumen PICC line was placed via the vein cephalica on the left. No indications of leakage when checked. Furthermore, uncomplicated procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.